Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluation by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. Visual examination found that there was no damage. Functionality of the device was completed by setting the device up per the directions for use. There were no issues with running the device. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that infusion line was leaking. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower limb. A contrast image taken did not show an opening of the lesion despite the smooth passage of the guidewire to the distal limb. As the jetstream was being advanced into the popliteal artery, the 1000ml saline bag was emptying but the collection bag was not filling. A large volume of saline was draining from the wire delivery system onto the table. There was a period of blood drainage and later only return of the saline. At this point the device was removed, and a new 2.4mm jetstream xc catheter was used. However, this device began to exhibit the same problems as the first device during use. The physician opted to discontinue treatment with this device. There were no reported patient complications that occurred. Surgery was performed on the tibial trunk to complete the procedure as there was thrombosis present in the distal part of the lower limb. Femoropopliteal angioplasty was performed as well. The patient was stable post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that infusion line was leaking. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower limb. A contrast image taken did not show an opening of the lesion despite the smooth passage of the guidewire to the distal limb. As the jetstream was being advanced into the popliteal artery, the 1000ml saline bag was emptying but the collection bag was not filling. A large volume of saline was draining from the wire delivery system onto the table. There was a period of blood drainage and later only return of the saline. At this point the device was removed, and a new 2.4mm jetstream xc catheter was used. However, this device began to exhibit the same problems as the first device during use. The physician opted to discontinue treatment with this device. There were no reported patient complications that occurred. Surgery was performed on the tibial trunk to complete the procedure as there was thrombosis present in the distal part of the lower limb. Femoropopliteal angioplasty was performed as well. The patient was stable post procedure.